Manufacturer narrative:
Additional information added; d10. The customer¿s report of leak at filter was confirmed based on functional testing. Fluid pushed through the set observed leaking from the filter weld. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter. Brownish colored dried fluid residue was observed within the filter and around the filter weld. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. A fluid filled lab syringe was attached to the maxzero connector. The fluid was pushed through and the fluid leaked out from the weld of the micron filter. No other leak was observed. Visual inspection under magnification of the filter observed the top assembly not fully secured to the bottom assembly. No obvious damage or issue was observed. The root cause was determined to be due to a supplier issue of the ultrasonic weld area of the filter.

Event description:
It was reported that the tubing was leaking at filter during medication administration at midnight. The tubing was changed. The event occurred in neonatal ICU. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient information was not provided.

Event description:
It was reported that the tubing was leaking at filter during medication administration at midnight. The tubing was changed. The event occurred in neonatal ICU. There was no patient injury. Although requested, additional information was not provided.